Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) unit is not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) tested the iabp and could not duplicate the reported malfunction. The fse observed the shuttle transducer was out of calibration. The fse calibrated the shuttle transducer as outlined in the service manual. The fse replaced the missing top cover concealment . The iabp passed all functional and safety tests per factory specifications, and was returned to the customer, cleared for clinical use.

Event description:
The customer reported that during routine testing of the intra-aortic balloon pump (iabp) it was alarming electrical test failure code #53. No patient involvement reported. No adverse event reported.